Manufacturer narrative:
This is a follow up to emdr 2390163. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late.

Event description:
Patient reported "capsular contracture baker grade unknown". Patient later reported "extremely swollen and red" and "swollen and in pain." Patient later reported: right side completely lifted up, flipping, soreness, hard and "can feel rim of the implant", right side completely deformed, right side fluid build up around breast". This record is for the right side. Device remains implanted.